Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose flush drive support disk; unable to verify a33 alarms or perform prime test due to motor error alarm; unable to perform the a21 error test, prime test, excessive no delivery test and occlusion test due to motor error. However, the insulin pump was received with normal operating current and passed self test and off no power test. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error and that insulin was squirting out. The customer's blood glucose level was unknown. The customer's device was replaced. No further details were provided.